Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding seized instrument involving a d/m h-grip introducer was reported. The event was not confirmed. There is no indication the event was related to patient related factors. Device history review: records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no items were available for evaluation. Even though previous investigations for similar events involving a jammed instrument have determined to be failure to properly lubricate the device between uses.

Event description:
Our sales rep reported that this item cannot be opened by turning the big knob in the end of the instruments, it has to be opened to be able to grip the dall miles trochanter grip.

Event description:
Our sales rep reported that this item cannot be opened by turning the big knob in the end of the instruments, it has to be opened to be able to grip the dall miles trochanter grip.